Manufacturer narrative:
Conclusion: according to the information received from the field the recipient experienced beeping sounds whilst using the device. After troubleshooting and exchange of the external device the problem was resolved. However no external device parts have been received for investigation. In addition an incomplete insertion at implantation surgery is reported. Two channels remained outside. The device stays implanted and in use.

Event description:
The user_s hearing performance with the device was affected. It was reported that for the past two months the user has heard a disturbing beep sound when wearing the audio processor. The sound heard was a constant beep of even intensity. Normal sound can be heard in the background, but the loudest input was the beep. Because of this sound the user stopped wearing the audio processor. The sound did not change over time. New external parts (excluding dl coil) were tried, without change. As per latest information from november 2020, the user was seen remotely and a new dl-coil was used to perform further troubleshooting. In situ measurements from november 2020 could be performed without any problems. Hearing performance was good again. It is reported that the user was very satisfied with the sound quality.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
For the past 2 months the user has heard a disturbing beep sound when wearing the audio processor. It is a constant beep of even intensity that is louder than the normal sound. The external parts have been exchanged without solving the reported issue. The user was seen to check for swelling around implant site and it was reported everything was normal. There has been no changes in health or medication and no known event which could have triggered to reported issue. As sound quality is too quiet and the beeping overrides everything, the user is not currently using the device.